Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide a correction to field (d9) and to provide an updater to field (b5, h3 and h4). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The device was evaluated by olympus. It was confirmed that the subject device had white residue in suction channel and growth was confirmed through third-party labs. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: biopsy /suction channel. Cfu: unknown. Bacterial identification: staphylococcus epidermidis. Sampling from: distal end & elevator mechanism. Cfu: unknown. Bacterial identification: bacillus megaterium. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the suggested event could not be identified. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus endoscopy support specialist (ess) was dispatched to deliver refresher education for a tjf-q190v as well as observe facility reprocessing practices based, on information reported to olympus by the facility itself. Customer would like ess to return to the facility to complete observation and education after scopes return from our repair facility. On (B)(6) 2024 olympus endoscopy support specialist (ess) completed refresher education along with facility observation of the recent complaint reported. Since reporting, the facility has done in-house investigation with their infection prevention department who found no fault with processes or scope. Ess performed training and all required return demonstrations were met. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that the pseudo outbreak is not related to the scopes.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers:(B)(6).

Event description:
It was reported there were possible multiple infections of patients after use of an endoscopic retrograde cholangiopancreatography (ercp) scope, an endobronchial ultrasound (ebus) scope, and bronchoscopes that were shared between two sister facilities. At one facility it was reported a patient had a therapeutic ercp procedure done using a duodenovideoscope. Prior to the procedure, the patient experienced symptoms of nausea, vomiting, abdominal pain, abnormal liver function test, and gastric distention. After the procedure, the patient experienced pain in recovery and was kept overnight for observation then discharged the following day. The patient then presented to the emergency department (ed) two days post-procedure with bacteremia, nausea, vomiting, and abdominal pain. Two sets of blood cultures were taken from the patient which tested positive for klebsiella pneumoniae. The patient was admitted for treatment with intravenous (IV) antibiotics. Additionally, the patient underwent an esophagogastroduodenoscopy (egd) procedure to aspirate/suction out 2.5 liters of fluid to help with gastric outlet obstruction. The patient was eventually discharged to a palliative care home. The facility reported that at that time they had not cultured the endoscope or the reprocessor, but the device did pass adenosine triphosphate (atp) testing. The device was quarantined.